Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "plug-strap separated".

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported ¿plug strap separated¿. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported ¿plug strap separated¿. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Trend review results: the complaint listing report indicates that there were other records for units manufactured on the same work order. Even though there was one complaint of deflation for this lot number, the device was returned and after inspection no workmanship was detected. Review of all complaints of deflation for the period of dec 2018 through nov 2020 related to date opened indicates that fourteen points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Review of all complaints of other technical for the period of dec 2018 through nov 2020 related to date opened indicates that 2 points are above the upper control limit. However, an analysis was performed to review the involved complaints with manufacturing date and no complaints were found over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of other technical complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.¿ device evaluation: visual analysis of the returned device identified a cracked opening and flat crease. Leak test and microscopic analysis was performed which identified a cracked valve, one sharp opening on the plug strap disk shell, partial delamination on the plug strap disk shell, and non-penetrating nick on the valve bond edge. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, one sharp opening on the plug strap disk shell assessed as an unidentified (tear) opening, and partial delamination on the plug strap disk shell assessed as adhesive failure.